Event description:
"Tibial lengthening using a reamed type intramedullary nail and an ilizarov external fixator". Author: hayoung kim et al., international orthopaedics (sicot) (2009). This retrospective study was performed on 18 tibiae (13 patients). A smith and nephew ilizarov external fixator was used in all cases of tibial lengthening over an intramedullary nail. It was documented on the paper that one patient complained of lower back pain, this symptom improved after completing limb lengthening and removing the external fixator frame.

Manufacturer narrative:
It was reported from a literature review that the patient complained of lower back pain, this symptom improved after completing limb lengthening and removing the external fixator frame. This paper was published in 2008. The affected complaint device, used in treatment, was not returned for evaluation. Therefore a product analysis could not be performed at this time. As device information was not made available, device history record and complaint history review cannot be completed. There is no information that would suggest the device failed to meet specifications. A relationship, if any, between the device and the reported incident could not be corroborated. No medical documents were received for investigation. Therefore no medical assessment can be performed at this time. The root cause of the issue could include but are not limited to patient movement or patient conditions.